Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a. Acuvue revitalens is not an implantable device. Explant date: n/a. Acuvue revitalens is not an implantable device; therefore, not explanted. Initial reporter- telephone number: (B)(6). Device evaluation: the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the acuvue revitalens were reviewed. The product was manufactured and released according to specification. A search of complaint data for lot number zj07558 was performed. The search revealed that no additional complaints for this lot number were received in the last 12 months. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the end-user that she bought acuvue revitalens over the internet on the 23rd of (B)(6) 2022. It was a set of 360ml bottles. On (B)(6) 2022, the end-user stated that they did not use the product until 3 days ago. Every time she tried to use it for 3 days, her eyes burnt, went red and hurt if she did not take her lenses out immediately. She could last for a maximum of 10 minutes and her eyes were bloodshot until the next day. Then she faced the same situation on two separate occasions when she tried the product again. It did not help whether she washed the lenses or kept them in solution. She has been using lenses for 12 years, but has never encountered such a problem. She can neither work nor go out due to the dry eyes and pain she has been experiencing for days and is worried about having to spend the holiday with red eyes. Through follow-up we learned that allergic conjunctivitis was diagnosed and treated. Drops and cream treatments were applied. Symptoms have improved. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 28-sep-2022. Device evaluation: the product was returned to the manufacturing site for evaluation. Product chemical test was conducted on the returned sample, all the tested items met the product specification, no product deficiency was confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.